Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose of 100 mg/dl. Customer had other specified other relevant blood glucose level of 270 mg/dl , 391 mg/dl. The customer treated high blood glucose values with insulin pen. The customer was treated with insulin drip during hospitalization. Customer notice ¾ of a inch sized air bubble in tubing which they were successfully able to remove. The device is not expected to be returned for analysis.